Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that they remove battery and insert it again. Insert battery alarm displayed on the insulin pump screen. Customer was unable to continue with the troubleshooting, said he needs to attend to his doctors appointment. The insulin pump will not be returned for analysis.